Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4277 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured at the y-shape connection during maintenance, leading to fluid leakage.